Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 17.3 mmol/l. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of nausea. The customer was assisted with trouble shooting but the insulin pump did not pass the high pressure test. The customer stated that they already consulted their healthcare provider about their high blood glucose levels. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to be high.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.